Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the transcatheter heart valve (thv) procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ejection fraction (ef) less than 30%, diabetes, age older than 70 years, bypass procedure time greater than 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring less than 24 hours post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (age, calcification in the sinotubular junction (stj) and calcification of the aortic valve, aortic annulus and aortic root) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in australia, approximately 15 to 20 minutes post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the patient was observed to be exhibiting symptoms of a stroke/transient ischemic attack (tia).

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported due to receipt of additional information. The following sections of this report have been corrected and updated: b2 (outcomes attributed to adverse events), h6 (health effect - impact code, health effect - clinical code, device code, type of investigation, investigation findings, and investigation conclusions) and h10 (provide narrative/data). Per the initial report, approximately 15 to 20 minutes post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the patient was observed to be exhibiting symptoms of a stroke/transient ischemic attack (tia). Subsequently, additional information was received revealing a computed tomography (CT) was performed to determine the patient's status and confirm the diagnosis of a stroke. CT results were negative for stroke and the patient was transferred to the intensive care unit (ICU) for close monitoring. No stroke specific intervention was performed. On the day after the tavr procedure, the patient was noted to be recovering well from the procedure with no signs of deficiency. In this case, it was confirmed via a CT that the patient did not have a stroke. Additionally, there was no intervention performed. Therefore, it is likely the patient was exhibiting symptoms of a transient ischemic attack (tia). A tia is a transient neurological event. It occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms, which usually occur suddenly, are similar to those of a stroke but do not last as long and do not result in permanent impairment. Per the definition, symptoms from a tia will resolve within 24 hours. As reported, on the day after the tavr procedure, the patient was noted to be recovering well from the procedure with no signs of deficiency. As there was no allegation or indication a product malfunction contributed to this adverse event, based on the findings, this event is no longer considered to be FDA reportable, and a corrected report is being submitted.